Manufacturer narrative:
Return analysis: the explanted device was returned and was subjected to cleaning, steam sterilizing, and engineering evaluation. The device seemed to be in good working order when received. During inspection the device appeared normal with no obvious signs of failure. The extender was removed and the spherical rings inspected for wear. Some material deformation or localized wear was shown on the extender housing and on the extender. Minimal wear was shown on the superior polyaxial ring. The distal polyaxial ring also showed minimal wear, one location of approximately 1.5mm in length had worn through the outermost adlc layer. There were no obvious manufacturing or design defects which are suspected to have contributed to the removal. This is further supported by the acknowledgement of the surgeon that it was a planned removal and not a failure of the device.

Event description:
On (B)(6) 2023 apifix was notified that patient (B)(6) underwent a scheduled removal surgery on that day. Per the case report, it was a "planned removal after achieving skeletal maturity. Index surgery (B)(6), 2019. No complications."

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient (B)(6) index procedure was performed on (B)(6) 2019. On (B)(6) 2023 apifix was notified that patient (B)(6) underwent a scheduled removal surgery on that day. Per the case report, it was a "planned removal after achieving skeletal maturity. Index surgery (B)(6) 2019. No complications." Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. The explanted device is expected to been returned to the manufacturer and will be evaluated; upon its completion, if new pertinent information comes to light, then a supplemental medwatch report will be submitted.